Event description:
It was reported that while inserting the screws into the cup, one of the screws fractured and the other screw went through the hole of the cup. Another product was used to complete the procedure. The surgeon noted that the patient had hard bone. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat # 00625006530 lot # j7917457 bone screw self-tapping 6.5 mm dia. 30 mm length. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. Visual examination of the provided picture identified the shell, with scratches on the inner surface and outer rim. Bio debris is seen attached on the porous coating on the outer surface. A close up image of the screw hole is provided, however no definitive observations could be made on the condition of the screw holes due to the limited images provided and the reduced image quality when zoomed in. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.